Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 450 mg/dl. The customer will continue to use the current pump for insulin therapy.